Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by st. Jude medical (B)(4) company, ltd. Though this device is not commercially available for sale in the u.s, it is similar to a device currently marketed for sale in the u.s. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulty appears to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat an eccentric lesion located in the proximal left anterior descending artery with heavy calcification. No resistance was felt during advancement of the nc tenku balloon dilatation catheter to the lesion. The balloon was inflated at 10 atmospheres for 10 seconds, then retracted a little proximally and inflated again. The balloon ruptured at 12 atmospheres after being held at pressure for 10 seconds. A replacement balloon dilatation catheter was used to successfully complete the procedure. There was no adverse patient effect or clinically significant delay in the procedure reported. No additional information was provided.